Event description:
Discordant, falsely elevated chloride results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were rerun and resulted lower. The chloride results from previous samples were known for two patients, and the lower results matched their previous sample results. It is unknown if the samples were rerun on the same instrument or an alternate instrument. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the ion selective electrode (ise) stirrer rotor should be replaced. The fse replaced the ise stirrer rotor and calibrated the system. The cause of the discordant, falsely elevated chloride results was a malfunction of the ise stirrer rotor. The instrument is performing within specifications. No further evaluation of the device is required.